Event description:
It was reported that during an unk procedure, it was hard to grasp the handle. The gummous insulator of the side came off in a few minutes. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 12/03/2008. Info anticipated, but unavailable at this time.